Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been overdischarged. It was stated that it was the patient¿s first overdischarge and it was confirmed. It was noted that a physician mode recharge (pmr) successfully reset the device. It was noted that there was a por and it had been successfully cleared. It was noted that the patient¿s ins had been reprogrammed and impedance testing had been done. It was stated that the results of the impedance testing showed that all electrodes were within normal range. It was stated that the patient had not used the device since ¿september or october because she was getting shocking.¿ it was stated that the shocking had continued even though the patient wasn¿t using the device. It was noted that the patient had not given consistent answers to questions. Additional information received reported that the impedance testing was the only diagnostic that had been performed. It was noted that it had been unknown what the ¿shocking¿ was from because it had been happening when the ins was not in use. It was noted that the ins had lost its charge after the impedance check and initial reprogramming. It was noted that the patient was getting stimulation where it was needed and there was no shocking noted at the time. It was noted that the patient went home with instructions to recharge the ins to a full charge.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(6), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).